Event description:
Per the clinic, the patient was explanted due to a decrease in performance. Per the surgeon, the patients original device was only partially inserted due to ossification of the cochlea. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).

Event description:
Pt's device was replaced by a mdt device in (B) (6) 2008. The rv lead is now showing signs of noise. The pace/sense impedance has been stable at 360-376 ohms since the battery change. Shock impedance is also stable at 48-53. The pace/sense portion of the shock lead will be capped and a new pace/sense lead will be placed.